Manufacturer narrative:
It was noted that the device is not available for evaluation because the patient kept it. Additional information has been requested and if received, will be provided in the supplemental report. Patient kept device.

Event description:
It was reported that the patient fell and fractured her hip resulting in a revision.